Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving an alert for backup vvi. A device download was performed successfully. Patient will be followed up normally. Device remains implanted.